Event description:
Complainant alleged that during training by a zoll medical sales rep the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.